Manufacturer narrative:
The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported field event of an inability to interrogate the device and loss of pacing was confirmed in the laboratory. Upon receipt, the device had no telemetry communication and no output. Visual inspection revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. The device was cut open for further visual inspection and to enable additional testing. The visual inspection results inside the can were normal. However, impedance measurements performed on the feed-through pins indicated low impedance between the pins. The body fluids entered the delaminated area, which caused shorting between the feed-through pins, resulting in the reported issues. A manufacturing anomaly may have occurred that resulted in the header anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in the clinic, failure to interrogate was observed on the device. No magnet response was also noted when the magnet was applied. The device was explanted and replaced. The patient was stable throughout the procedure.